Event description:
Second-third degrees of burn showing blisters of 2-3 cm of size, some deep and large [burns third degree]. Wore wrap for 8.5 hours [device misuse]. Second-third degree burn showing blisters of 2-3 cm of size, some large and deep [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified race started to use thermacare heat wrap (thermacare lower back and hip, wrap lot # e78150) on (B)(6) 2011 at 10:30 until (B)(6) 2011 at 19:00, for an unknown indication. Relevant medical history included hypertension. Relevant concomitant medications and past product history were not provided. On (B)(6) 2011, after removing the device, the patient experienced application site burning. The patient reported a mild burning on the lower back during the device administration, but she thought it was the positive effect of the product. The patient experienced a second-third degree of burn showing blisters of 2-3 cm of size, some deep and large. Therapeutic measures were taken as a result of second-third degree burn and included treatment with disinfected the blisters and applied an antibiotic ointment for several days. At the time of the report, the action taken with thermacare heat wrap was permanently withdrawn on (B)(6) 2011. The patient has not yet recovered and according to the reporting physician probably the most deep blisters will cause some superficial scars. The blisters were totally healed on (B)(6) 2011. Follow-up ((B)(6) 2012): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2012): new information received from a contactable pharmacist includes: adverse events (second-third degree of burn showing blisters of 2-3 cm of size, some deep and large), therapeutic measures and outcomes. Medical review completed ((B)(6) 2012): based on the follow-up information, the event of thermal burn previously reported in the initial report is amended to second-third degree burn upgrading this case to reportable. The event of third degree burn is considered serious and associated with the use of the device. The second degree burn is non-serious/associated and the device misuse is considered serious/not associated. This case is medically assessed as serious, associated and reportable.